Event description:
It was reported that a patient's gingival, tissue became inflamed in the area a provisional restoration was placed using integrity tempgrip cement; the symptoms appeared approximately two days following placement. The restoration was removed and recemented using a different product, the symptoms resolved within a day without intervention.

Manufacturer narrative:
While it is unknown if the cement used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The returned product, and a retained sample were evaluated for work time and set time and found to be in specification. A DHR review was also conducted with no abnormalities noted.